Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/25/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: 4 female cat are involved attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that an animal underwent a ovariectomy of a female cat procedure in (B)(6) 2025 and suture was used. It was reported unthreading. During the suturing of the abdominal wall, after 1 or 2 tissue passes and without applying excessive pressure, the needle became detached from the thread. This issue occurred with 4 vicryl plus vcp452h. The surgeries were able to be completed using a new thread, without any impact on the animals. Additional information was requested.